Manufacturer narrative:
(B)(4). Correction: implant date: the stent was not implanted. (B)(4). Evaluation summary: the device was returned for analysis. The device was not separated as initially reported; however, the reported shaft kink was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. As the device was removed then inadvertently readvanced, manipulation of the device resulted in the reported shaft kink. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the device returned and was not separated as reported. The physician indicated that the device kinked during use and was removed without issue. Although a kinked shaft is not reportable, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2017, the patient was hospitalized with acute systolic heart failure, non-st elevation myocardial infarction, and cardiogenic shock. On (B)(6) 2017, the patient underwent a coronary procedure to treat the target lesion in the totally occluded left anterior descending (lad) artery. The 3.25 x 28 mm xience alpine stent delivery system was advanced to treat a lesion in the circumflex (cx) artery; however, due to the patient anatomy, the device was unable to cross. The device was removed without difficulty and additional dilatation was performed. The 3.25 x 28 mm xience alpine was re-inserted; however, during advancement, the stent delivery system shaft separated into two segments, at a location outside the patient anatomy. The separated stent delivery system was easily removed from the anatomy. A 3.25 x 23 mm xience alpine stent was deployed in the circumflex (cx) artery. There were no adverse patient effects and no clinically significant delay. No additional information was provided.